Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states there is catheter leakage at the junction of the wing. The catheter was implanted on (B)(6) 2012. The catheter was in use for one month and 21 days. The catheter was pulled and replaced three days later.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.